Manufacturer narrative:
(B)(4). Date sent: 4/10/2018. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What grade of hemorrhoids did the patient have? Does the surgeon believe the post-op bleeding was associated with the device? Did the surgeon have any issues with device use in the primary procedure? What is the current patient status?

Event description:
It was reported that during treatment of hemorrhoid prolapse, postoperative bleeding occurred in the nappa of the entire suture line. Re-entered the operating room, proceeded to suture by quadrant of the circle. Patient condition is good. The device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2018. Additional information was requested and the following was obtained: what grade of hemorrhoids did the patient have? Hemorrhoids grade IV with mucous prolapse does the surgeon believe the post-op bleeding was associated with the device? Definitely yes, the bleeding was in all the stapling line, in circular shape. Did the surgeon have any issues with device use in the primary procedure? No what is the current patient status? Currently and after several controls after the manual suture with vicryl 000, the patient is well.